Event description:
The customer reported ECG fault which is accompanied by the message/instruction to cycle power. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported ECG fault which is accompanied by the message/instruction to cycle power. There was no report of pt involvement or adverse pt impact. The local philips rep replaced the power pca to resolve this issue.